Manufacturer narrative:
(B)(4). A field service representative (fsr) initially addressed the issue by inspecting the system and reseating loose ict module connections on (B)(6) 2009. The issue recurred later in the evening and the customer addressed the issue by replacing the ict module (B)(4) which had been used successfully for about 4 weeks. However, the issue continued on (B)(6) 2009. The fsr returned and performed additional maintenance and replaced multiple parts and performed multiple as needed maintenance and diagnostic (m&d) procedures, which resolved the issue. The customer returned result log, pressure monitoring (pm) log and liquid level sense (lls) were not helpful as they did not include the date of the issue. A review of complaint and trending data did not identify an adverse trend or known issue for the c8000 system or the ict module related to this complaint issue. Labeling in the architect operations manual is sufficient with regard to the customer's issue. Numerous probable causes and corrective actions for the customer's issue are found under the observed problem erratic results, poor precision. A specific cause for the occasional inconsistent ict results could not be determined. Probable causes include sample integrity issues and/or a system issue addressed by abbott field service by replacing multiple parts (including dirty ict tubing and dripping probe), and/or a problem with the ict module such as contamination. Ict module (B)(4) performed successfully for about 4 weeks, and replacing the ict module did not appear to resolve the issue. Fsr troubleshooting performed to resolve the issue is consistent with the operations manual. A deficiency was not identified. This is the final report.

Event description:
The account stated that the architect c8000 analyzer's ict module has generated erratic electrolyte results. The initial results generated were: sodium = 118 mmol/l, potassium = 2.6 mmol/l, chloride = 92 meq/l. The repeat results were: sodium =140 mmol/l, potassium = 3.4 mmol/l, chloride = 107 meq/l. The discrepant results were not reported. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.